Manufacturer narrative:
The pump had intermittent button response due to flatten down button dome switch. There was no unlocked lcd keypad connector noted. There was no unexpected number scrolling during testing. The pump had minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer state down arrow is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.